Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "sufficient bone quantity and quality are important to adequate fixation and success of the procedure. Bone quality must be assessed at the time of surgery. Adequate fixation in diseased bone may be more difficult. Patients with poor quality bone, such as osteoporotic bone, are at greater risk of device loosening and procedure failure."

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing soft anchors on (B)(6) 2014. During the procedure, the soft anchor would not deploy in the patient's bone. A second anchor was used with the same results. The procedure was completed using a different method as the patient was reported to have poor bone quality.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.